Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height matrix drawer failed. The field service engineer (fse) opened the back panel and confirmed that nothing was obstructing the drawer. The bus-cable connection was reseated, and the station was rebooted. After testing, the previously failed drawer was successfully recovered. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed to lock and it required maintenance. The customer attempted troubleshooting by rebooting the station and performed a full shutdown by unplugging the power cord for 2-5 minutes. After reconnecting the power and restart the station, the customer attempted to recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.